Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of false negative results for 1 vaccinated patient tested for elecsys cmv igg assay and elecsys rubella igg immunoassay on a cobas e 411 immunoassay analyzer. Results of 0.17 and 0.15 were provided but not further clarification was provided. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot information and expiration dates for cmv igg and rubella igg were not provided. Following troubleshooting of the issue, it was found that the problem was caused by a hardware malfunction. The parts in the preventative maintenance kit for the cobas e411 were replaced and the instrument is now working normally.

Manufacturer narrative:
A field engineering specialist found that the tubing on the sample/reagent probe was loose and worn. The problem resulted in leakage when pipetting. This part is the customer's responsibility to replace and was past the recommended frequency for replacement. A field engineering specialist performed preventive maintenance and repaired the damaged tube.

Manufacturer narrative:
Age at time of event, sex, and relevant test/laboratory data were updated. The customer provided additional data for the patient. Of the new data provided a reportable malfunction was also provided for elecsys hsv-1 igg immunoassay (hsv-1 igg). The initial hsv-1 igg result was 0.016 coi, negative. The hsv-1 igg result following repair of the analyzer was 60 coi, positive. The specific results for elecsys cmv igg (cmv igg) and elecsys rubella igg immunoassay (rv-igg) were now provided: the initial cmv igg was <0.150 u/ml, negative. The cmv igg result following repair of the analyzer was 83.99 u/ml, positive. The initial rv-igg was <0.170 iu/ml, negative. The rv-igg result following repair of the analyzer was 240.20 iu/ml, positive.